Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric surgery. The device had poor staple formation while being used on gastric ectomy. They used sutures to complete the case. There will be an additional operation performed to correct the issue. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, no additional operation was performed to correct the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.